Event description:
Patient has sustained burns on her face and arms as a result of undergoing a hair removal procedure. This was a first time procedure after a test that was done 4 days before with the device on her leg. During the treatment, the patient complained of discomfort and pain. After treating her arms and face, she was offered ice for her face and given a bottle of aloe. The patient claimed that her skin continued to feel a burning sensation after the ice and ointment. The patient returned to the office the following day and complained that her skin appeared burned and was painful. The patient was referred to the pharmacist for advice. The patient received oral steroids, topical ointment and other medical treatment to resolve the burns.

Manufacturer narrative:
This information was first presented to the manufacturer during a legal procedure. Neither the patient nor the doctor filed any complaints. The incident is being investigated within the manufacturer's offices, and a follow-up report will be submitted when the investigation concludes.